Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was alleged the infusion tubing would not connect to the headset of the infusion set. The patient alleged there was a defect with the headset. No adverse event reported. The infusion set lot number was not provided. The infusion set was discarded; therefore, no product could be requested to be returned for product evaluation.